Event description:
It was reported that a spectrum iq infusion pump did not recognize the door switch, door switch error. This occurred during testing in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'door switch not recognized, door switch error.' Was reproduced as a system error 320. A review of the event history log (ehl) revealed system error 320 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch failed. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.